Manufacturer narrative:
A customer reported that an expiratory channel printed circuit board (pcb) in a ventilator needed to be replaced without any more information. The customer cancelled the service and not logs or further information is available. This information is not specific enough to point to any particular fault, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator's expiratory printed circuit board needs to be replaced. There was no patient involvement. (B)(4).